Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the blade was found broken on the harmonic ace instrument. A fragment fell into the patient and was retrieved in a different procedure. The procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed, and the complaint of blade damage was not confirmed by failure analysis. There was no physical damage observed on the blade during testing. The instrument was found to have teflon pad damage. The teflon pad was torn at the distal end of the pad. A piece approximately 0.1920" x 0.0435" was found to be broken off and not returned, confirming that a fragment detached from the instrument.

Event description:
Refer to h11 for follow-up information.